Event description:
It was reported that the user experienced hyperglycemia after a meal while using a cd 23" 6 mm infusion set, with the infusion set tubing noted as wound up but without visible kinks; the user confirmed a meal announcement and blood glucose reached 245 mg/dl for about an hour before trending down without alerts or alarms. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, no ketone testing, and stabilization of glucose with continued device use and education on potential causes of elevated glucose. Investigation included troubleshooting and user education regarding potential infusion set or delivery issues and postprandial glucose management. Investigation of this case revealed no confirmed device malfunction or component failure and no alarm behavior, and the event was resolved with monitoring and standard use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.